Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the cassette was attached to the pump an error occurred stating "cassette not attached properly. Reattach cassette." The same cassette had been used on multiple other pumps today successfully., there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem. The root cause was unable to be established. The device was repaired and then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.